Event description:
It was reported that the patient experienced syncope and discomfort. The device was unable to be interrogated and loss of pacing was noted. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of pacing and inability to interrogate could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. The electrical and mechanical analysis performed, including output verification and inspection of header and connections, showed normal device characteristics with no anomaly contributing to the reported event. Further analysis performed found no anomaly, with the device being able to be interrogated successfully through both radio frequency (rf) telemetry and inductive telemetry. The device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on average monthly current, battery is still normal and above eri level.